Manufacturer narrative:
Additional manufacturing narrative (if other): , corrected data: (model #) was updated from "22742" to "21647."

Manufacturer narrative:
The returned device was evaluated. During visual inspection the device was found to have a broken light pipe lens. It was also found that the battery is over eight (8) years old and past its charge capacity life. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported "led busted." No consequences or impact to patient were reported.